Event description:
It was reported that the pt was implanted with an ams monarc and a non-ams suspension device on (B)(6) 2009. "The medical devices were implanted "into the pt" with the intension of treating her pop and sui." "After and as a result of the surgical implant "the pt" suffered serious bodily injuries, including extreme pain, erosion of her internal tissues, chronic infection, dyspareunia and other injuries." It was also indicated that the pt has "undergone multiple surgeries and revisionary procedures, and she has sustained permanent injuries." Further info stated the pt has "continued urinary incontinence."

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.